Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was due for preventive maintenance and was missing the o2 cap. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is that the device needed preventative maintenance and the device was mishandled. Replaced sintered filter, MRI battery and o-rings. The o2 knob end cap was added. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.